Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer did not see insulin exit the tubing during fill tubing on a new pump. Reportedly, the customer put the same cartridge onto an alternate tandem pump and the customer successfully saw insulin exit the tubing. A new cartridge was loaded onto the new pump and the event occurred again. The same new cartridge was put onto the alternate tandem pump and insulin was seen during fill tubing. The customer reverted to the alternate tandem pump for insulin therapy and the customer's blood glucose (bg) level was 200 mg/dl. A follow up on (B)(6) 2017 confirmed that the customer successfully loaded a new cartridge and resumed insulin delivery. The customer reported a bg level of 208 mg/dl.